Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during a visual inspection of the pump, there was evidence of evidence of moisture contamination inside the battery compartment and moisture the behind display lens. A battery compartment crack was observed from thread area to case seal. A leak test failed due a crack in the pump case between the display lens and the case seal. The battery cap was not returned; a test cap was unable to fully tighten to the pump and the pump was unresponsive. There were no audible tones, no vibration alerts and the display remained blank upon battery insertion. A leak test showed leaks at a battery compartment crack and cover crack. The pump case was removed and evidence of moisture contamination throughout inside of pump. The complaint of a power issue was confirmed due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.